Manufacturer narrative:
D9: 7/30/2025. One device was received for evaluation. Visual and functional testing were unable to verify or duplicate the reported problem. It was determined that the most probable cause was due to use error. The device passed all functional tests. The service history review was performed.

Manufacturer narrative:
E1 - initial reporter phone ext: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that massive transfusion protocol (mtp) was initiated on level one via civ pcg #18. The first pellet was administered using a pressure bag, as level one was not yet set up. Rapid infusion was achieved. For the second pellet, administered via level one (#gbe-h1200-001), the pellet was placed in the pressure chamber and the pressure increased to 300 mmhg. Continuous flow was initially observed in the burette. However, when approximately 100 ml remained, the flow slowed to a drip, which was inadequate for mtp. The reporter removed the pellet and applied manual pressure to complete the infusion. At that time, the patient remained hypotensive, the IV line was patent, the arm was not bent, and there was no blood pressure cuff on the limb. Manual pressure restored continuous flow. Notably, the first pellet infused more quickly under manual pressure than the second pellet under level one.